Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿no motor stall finger movement and alarm indication¿ was not confirmed. ¿ on 19-sep-2024, lvp was received unboxed and with paperwork. ¿ verified lvp turned on normally on both sides when attached to a supporting pcu unit. ¿ door opened without any alarm indication and the movement of fingers could be heard and observed. ¿ lvp¿s functionality tested successfully with the rate of 50 ml/hr and 999 ml/hr. ¿ lvp passed asm check-in testing, no other issues noted. ¿ device to be returned to san diego repair center for normal processing ¿ failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had no motor stall finger movement and alarm indication. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had no motor stall finger movement and alarm indication. There was no patient involvement.